Event description:
On (B)(6) 2010, during a follow-up call for an unrelated complaint, the patient indicated that she had peritonitis. On (B)(4) 2010, one of the patient's peritoneal dialysis (pd) nurses provided the following additional information: since an unknown date, the patient has been on automated pd therapy with local (pd4) ambuflex. On (B)(6) 2010 the patient presented with cloudy effluent and abdominal pain and was diagnosed with peritonitis. On the same date, a cell count, gram stain, and culture were done showing 81 leucocytes and no growth on the culture. On (B)(6) 2010, a repeat cell count, gram stain, and culture were done showing 4274 leucocytes, 81% neutrophils, 7% lymphocytes, 12% monocytes, and (B)(6). After the first effluent analysis on (B)(6) 2010, the patient was given a one-time dose of 80 milligrams (mg) gentamycin and 2gm of vancomycin, intraperitoneal, every 3 days for 4 weeks. After the second effluent analysis on (B)(6) 2010, the patient was given another one-time dose of 80mg gentamycin and 2gm of vancomycin, intraperitoneal, every 3 days for another 3 weeks, which the patient is currently taking. The nurse indicated that the cause of this peritonitis episode is unknown but the patient has been retrained on aseptic technique and the transfer set was changed after this (date unknown). The nurse also indicated that the patient's effluent has cleared up and the patient no longer has abdominal pain and has been able to continue with pd therapy without any further problems. There is no further information.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation. Report numbers 1423500-2010-02370 and 1423500-2010-02371 are related to this peritonitis event.